Event description:
It was reported that the customer had an appointment with her doctor and the nurse noticed that she was acting abnormal. The customer's blood glucose was checked and read 29mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.